Event description:
Procedure type: cholecystectomy. Reportedly, the balloon burst after inflating with 15ml air. However, this event caused no extension of or time, and no pieces fell in the surgical cavity. The incision was not extended and the procedure was completed with a new device without further incident. No patient injury was reported.